Event description:
It was reported by the sales representative that the hospital has not provided any information concerning the event. They handed the intra-aortic balloon (iab) to the arrow/teleflex clinical manager. No further information provided.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated, and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: iab was returned for evaluation. Super arrow-flex sheath with side arm was on catheter 4.4 cm from proximal end of bladder. There was a 10 cc syringe on stopcock of sidearm. There was blood on all exterior surfaces & interior of iab. Central lumen was bent/kinked/partially broken 5.5 cm from distal tip. An in-house .025" swg was inserted through both ends of central lumen, but would not pass bent/kinked/partially broken area 5.5 cm from distal tip. There was blood covering fiberoptix sensor (fos) cable, connector & cal key. Blood on cal key covered several of the electronic contacts. Fos cable was tied in a knot 32 cm from slide connector. Fos was light level tested with a good cal key & passed. One-way valve was tested with a vacuum gauge & failed to hold vacuum. Valve was examined & there was blood on diaphragm of valve preventing a seal. A vacuum was pulled on iab with a good one-way valve & did not hold. While flushing central lumen to clean it, water exited into bladder. Iab was submerged in water & pressurized. Bubbles exited tip & luer ends of central lumen, indicated a broken central lumen; ends of the central lumen were blocked. Iab was submerged & pressurized in water. No other leaks were detected in iab or bladder. A device history record review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Confirmed. The central lumen partially broken where it had been bent.